Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the transparent ring at the reservoir compartment is lost and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details.

Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, minor scratched display window, damaged (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir does not lock/remain in place in the reservoir compartment due to missing retainer.